Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sibling via phone call that the customer received emergency medical assistance and experienced low blood glucose twice due around (B)(6) 2019 with blood glucose of 19 and 23 mg/dl at the time of the incident. The customer over counted carbs leading to the low. The caller did not mention how the customer treated. The customer experienced symptoms such as sweating. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump was not available at the time of the call. The customer had issues with sets adhering after sweating heavily after the low incidents. The insulin pump will not be returned for analysis.